Event description:
During dilatation of balloon (up to 20 atmospheres of pressure) the acs vp comet 2.50 x 15 mm balloon ruptured. The balloon was removed, stent placed, and a second balloon used. There was no adverse pt outcome.